Event description:
Pharmacist reported that customer had a reading of 28 mg/dl then based on a perception that the reading was in mmol, the customer dosed with insulin. The customer was admitted to the hosp for treatment. Exact symptoms and treatment provided to customer are unk.